Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitudes. Additionally, the lead delivered inappropriate anti-tachycardia pacing (atp) due to crosstalk talk oversensing of the atrial signals on the ventricular channel. Technical services (ts) provided resolution. A lead revision is planned for this patient. The lead remains in use. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitudes. Additionally, the lead delivered inappropriate anti-tachycardia pacing (atp) due to crosstalk talk oversensing of the atrial signals on the ventricular channel. Technical services (ts) provided resolution. A lead revision is planned for this patient. The lead remains in use. No adverse patient effects were reported. Additional information indicates that the lead was explanted and replaced. No additional adverse patient effects were reported. The lead was returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitudes. Additionally, the lead delivered inappropriate anti-tachycardia pacing (atp) due to crosstalk talk oversensing of the atrial signals on the ventricular channel. Technical services (ts) provided resolution. A lead revision is planned for this patient. The lead remains in use. No adverse patient effects were reported. Additional information indicates that the lead was explanted and replaced. No additional adverse patient effects were reported.